Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device breakage ('device breakage'), device dislocation ('migration of implant'), pregnancy with contraceptive device ('unintended pregnancy /pregnancy(no complication )'), neurogenic bladder ('bladder or urinary problems or changes: neurogenic bladder ') and pelvic haematoma ('pelvic hematoma') in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included human papilloma virus test positive from 2005 to 2009, gravida ii, parity 4 (date of the birth: (B)(6) 2004, (B)(6) 2005, (B)(6) 2009, (B)(6) 2011), vaginal delivery (2009- - vaginal delivery 2005- - vaginal delivery. 2004- - vaginal delivery), pap smear abnormal, dysuria, pre-eclampsia, menorrhagia, dysmenorrhea and dyspareunia. Concurrent conditions included anxiety since 2016, hypertension since 2015, body mass index normal, nicotine dependence, hematuria, cystitis, vaginal swelling, burning micturition, paratubal cyst and uterine bleeding. Concomitant products included acetazolamide (diamox) since 2016, cefixime (flexeril), docusate sodium (colace) since 2016, hydrocodone bitartrate;paracetamol (norco) since 2016, lisinopril since 2015, morphine, ondansetron hydrochloride (zofran) since 2016, promethazine (phenergan) since 2016, sumatriptan succinate (imitrex df) since 2016 and vitamins nos from 2009 to 2011. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2011, the patient experienced neurogenic bladder (seriousness criterion medically significant) and urinary retention ("bladder or urinary problems or changes: bladder urinary retention"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced coital bleeding ("other injury(ies) or complication (s) please describe: heavy bleeding at time of intercourse"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic haematoma (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("bladder or urinary problems or changes: uti recurrent") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy, hysterectmony(full) with bialteral salpingectomy, after hysterectomy with CT guided drainage of pelvic haematoma and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pregnancy with contraceptive device, neurogenic bladder, pelvic haematoma, urinary retention, urinary tract infection, dysmenorrhoea and coital bleeding outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, neurogenic bladder, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, urinary retention, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported as (B)(6) 2011, now ion current pfs, it was reported as (B)(6) 2009. Insertion details:approximately three coils were seen on the left side, and this was repeated on the right side, and approximately 2 coils were also seen on that side after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received. Reporter's information was added. Lot number was added. Patient's demographics was added. Outcome of pregnancy changed to "live birth outcome unknown". Pregnancy (no complications) clubbed with unintended pregnancy. Added event device breakage, perforation (fallopian tube(s)), abnormal bleeding (vaginal, menorrhagia), neurogenic bladder, urinary retention, recurrent uti , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic hematoma, weight gain, heavy bleeding at time of intercourse, she did not undergo essure confirmation test. Updated outcome of events. Event onset date was added. Historical conditions, concomitant conditions, concomitant drugs were added. On 24-jun-2019: medical record received. Case become medically confirmed. Reporter's information was added. Medical history, concomitant conditions were added. Fu1 and fu2 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device breakage ('device breakage'), device dislocation ('migration of implant'), pregnancy with contraceptive device ('unintended pregnancy /pregnancy(no complication )'), neurogenic bladder ('bladder or urinary problems or changes: neurogenic bladder ') and pelvic haematoma ('pelvic hematoma') in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included human papilloma virus test positive from 2005 to 2009, multigravida, parity 4 (date of the birth: (B)(6) 2004, (B)(6) 2005, (B)(6) 2009, (B)(6) 2011), vaginal delivery (2009- - vaginal delivery 2005- - vaginal delivery 2004- - vaginal delivery), pap smear abnormal, dysuria, pre-eclampsia, menorrhagia, dysmenorrhea and dyspareunia. Concurrent conditions included anxiety since 2016, hypertension since 2015, body mass index normal, nicotine dependence, hematuria, cystitis, vaginal swelling, burning micturition, paratubal cyst and uterine bleeding. Concomitant products included acetazolamide (diamox) since 2016, cefixime (flexeril), docusate sodium (colace) since 2016, hydrocodone bitartrate;paracetamol (norco) since 2016, lisinopril since 2015, morphine, ondansetron hydrochloride (zofran) since 2016, promethazine (phenergan) since 2016, sumatriptan succinate (imitrex df) since 2016 and vitamins nos from 2009 to 2011. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2011, the patient experienced neurogenic bladder (seriousness criterion medically significant) and urinary retention ("bladder or urinary problems or changes: bladder urinary retention"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced coital bleeding ("other injury(ies) or complication (s) please describe: heavy bleeding at time of intercourse"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic haematoma (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("bladder or urinary problems or changes: uti recurrent") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy, after hysterectomy with CT guided drainage of pelvic haematoma and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pregnancy with contraceptive device, neurogenic bladder, pelvic haematoma, urinary retention, urinary tract infection, dysmenorrhoea and coital bleeding outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, neurogenic bladder, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, urinary retention, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported as (B)(6) 2011, now ion current pfs, it was reported as (B)(6) 2009. Insertion details:approximately three coils were seen on the left side, and this was repeated on the right side, and approximately 2 coils were also seen on that side after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.